Manufacturer narrative:
Discrepant results in case attachment have different patient ID numbers. Follow up attempts with customer provided no information as to whether these results come from the same or different patients. No case information regarding whether the customer has a discrepancy with the elevated troponin I results or the low troponin I result. Product support is unable to determine a testing protocol without this information.

Event description:
Caller alleged discrepant tni results while using the triage profiler sob panel and triage tni test. The following cut off's were used for the triage profiler sob panel. See scanned table. The following cut off's were used for the triage tni test: tni - normal: 0.00 - 0.02; abnormal: >0.02.